Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After the device software was downloaded, normal device function resumed. The device remained implanted. No patient symptoms were reported.